Manufacturer narrative:
Added information to section h6 (type of investigation) updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of air leakage into the system was confirmed. Leakage was found from the vamp flex l-shape elbow connector during leak test. Leakage occurred from a crack, approximately 4mm in length. Air bubbles were drawn into vamp system during usage simulate testing in which vamp flex system was drawn and injected at the rate 1cc/second as recommended by IFU. No other visible damages or leakage were observed from the kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully as a result of the investigation no non-conformances were found. There is no objective evidence to consider a root cause for the malfunction reported. Nevertheless, a personnel acknowledgment was provided to the manufacturing personnel. There are manufacturing controls to avoid potential causes related to the related malfunction.

Event description:
As reported, during using this disposable pressure transducer (dpt) with vamp plus, air was noted in the tubing that connects the vamp to the patient (see picture attached). When detected, device was changed and issue was solved. As per customer's opinion, air should have entered the patient. There is no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.